Manufacturer narrative:
(B)(4). A review of the manufacturing records for the device is currently in progress. An engineering investigation is being conducted.

Event description:
The following information was reported to gore: on (B)(6) 2018 a patient was undergoing treatment of a popliteal artery stenosis with a gore® tigris® vascular stent. A 6fr arrow sheath was used for access. The lesion was pre-dilated with a 5mm x 80mm armada pta balloon. The tigris device was advanced to the target lesion and deployment was initiated. Deployment could not be completed when the subintimal plane of the lesion was encountered. The partially deployed device and sheath were removed. A new sheath was inserted and the lesion was ballooned with a 6mm x 100mm armada balloon. A 6mm x 15cm gore® viabahn® endoprosthesis was advanced and deployed to complete the case successfully and the patient did well.

Manufacturer narrative:
A review of the manufacturing records for the device verified the lot met all pre-release specifications. The engineering evaluation stated the following: the device was returned within an introducer sheath, consistent with the reported event description. The device was kinked/buckled at multiple locations along the catheter, including near the strain relief. The outer sheath was severed proximal to the location of the introducer sheath. The underlying tear tube (deployment line) in this region was intact. The outer sheath was nearly severed in another location proximal to the introducer sheath. As returned, several millimeters of the distal end of the stent were exposed. The introducer sheath was destructively disassembled from the catheter body and the location of the constrained stent. After disassembly of the introducer sheath, approximately 9mm of the distal end of the stent was found to be uncovered, consistent with the reported event description. Upon disassembly of the handle, the outer sheath was translated approximately 8mm through the strain relief bond just beyond the location of the pulley. The tear tube was intact, and the outer sheath was torn along the tear tube. Manufacturing records of the strain relief component were reviewed and these records indicate that the lot met bond tensile strength release requirements. Tigris complaints were reviewed for the findings of this investigation and several other complaints with observations consistent with a separated strain relief bond were noted. There was no indication of a relationship between these devices, their outer sheath assembly components, and/or any manufacture dates. The strain relief component used in this device was manufactured by the supplier. Gore tigris® vascular stent complaints will continue to be monitored for this issue.